Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing intermittent lock. External equipment was exchanged, however, the issue was not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was sliced near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed electrode damage near the electrode ground ring. This is believed to have occurred during revision surgery. System lock was obtained only at a millimeter spacing with an external sound processor. The no lock condition prevented several of the electrical tests from being performed. The device passed an electrical test performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration on some electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A CAPA was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.